Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of recurrent seromas is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: recurrent seromas.

Event description:
Physician reporting patient experiencing "recurrent seromas and tightness around the implant". Patient requesting for removal of the implant which currently remains implanted. This relates to the left device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported left side "recurrent seromas and tightness around the implant". Device has been explanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: seroma: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: h.11.

Event description:
Physician reporting patient experiencing "recurrent seromas and tightness around the implant". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6

Event description:
Physician reporting patient experiencing "recurrent seromas and tightness around the implant" diagnosed via us. This record is for the left side. Device was explanted and replaced with another manufacturer´s device.